Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that they could not complete the rewind step without rebooting the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/11/2014 with the following findings: there was no evidence of a motor issue in the black box. No motor issues were found during investigation. When the pump was opened and the motor assembly inspected, no defects found.

Manufacturer narrative:
The pump has been returned to animas for evaluation but that evaluation has not been completed yet. A supplemental report will be filed when the investigation is performed. No conclusions can be made at this time.